Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed an error (error code 1340). Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a possible anomaly in the program. As a result, the program was re-installed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 1340. There was a patient involvement, no patient injury was reported.